Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) informed the customer that the preadmitted patients not appearing on the pyxis stations and confirmed that enabling the show preadmission setting was expected behavior for preadmitted patients to display. The customer clarified that a05 messages were being received and that nurses typically needed to access patients within an hour of preadmission. During the review, it was noted that both stations were configured with a 72 hour preadmission lead hours setting, and the tss asked whether nurses were able to see patients outside this time window. Further the customer could not confirm visibility beyond 72 hours due to lack of patient to review but acknowledged earlier misunderstanding about the function of show preadmission. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es preadmitted patients were not showing up on the device as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es preadmitted patients were not showing up on the device as expected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.